Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), unspecified molecular false positives were obtained. At first results were reported, but customer caught it within 72 hours and repeated the biofires. Customer called physicians to correct result. No treatment change to patients as a result.

Manufacturer narrative:
The following fields have been updated with corrected information. Customer originally provided an invalid lot number. Lot number has been updated to unknown. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.6. Investigation summary: catalog: 442021. Batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), unspecified molecular false positives were obtained. At first results were reported, but customer caught it within 72 hours and repeated the biofires. Customer called physicians to correct result. No treatment change to patients as a result.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot #: 31109626 was reported, however, it does not match the reported catalog number. (442021).